Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a consumer stated that the pump was empty since the patient missed their refill. The alarm was not silenced at their refill appointment with the doctor¿s office, so the patient was still hearing the alarm after it was refilled. The company representative (rep) walked through the issue and silencing the alarm with technical services.

Event description:
Information was received from the patient via the company representative (rep) regarding a patient receiving intrathecal dilaudid (hydromorphone) via an implantable pump for non-malignant pain. It was reported that the patient had the pump filled yesterday - patient arrived with an empty pump and a critical alarm. Patient was still hearing the critical alarm but stated it was going off 1 time per hour. The company rep stated the logs were showing low reservoir alarm and empty reservoir alarm activated. Technical services reviewed how to silence active alarm.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.